Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the postoperative check the right ventricular (rv) lead exhibited an increase in impedance and threshold measurements. Rv loss of capture along with pacing inhibition was seen. The following day the pacing impedance measurement was at 1500 ohms. A micro-dislodgment was suspected. Subsequently a revision procedure was performed where the lead was successfully reposition. No additional adverse patient effects were reported.